Event description:
The lead was implanted on march 20th. Later, an increase in the threshold and a decrease in the wave height were confirmed. The lead was replaced on march 28th.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.